Manufacturer narrative:
As no further information is expected, our investigation is complete. This report will be updated should further information become available.

Event description:
It was reported that right atrial lead exhibited high thresholds. This lead was attempted to be repositioned, but was unsuccessful due to helix extension retraction issues. This lead was then explanted and replaced. No additional adverse patient effects were reported.